Event description:
On (B)(6) 2013, the surgeon performed a left side si joint arthrodesis on a pt using three ifuse implants. Pt was pain free at the initial and second week f/u. At four weeks, the pt complains of a new and worsening pain down the left leg. The surgeon states that one implant has changed position as per differences in x-rays at weeks one and week six post-op. No CT scan was performed. Per the surgeon, the migration of the implant was related to a vigorous physical therapy session. According to the surgeon, the third implant (7 x 35mm) migrated into the s1 foramen. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the third implant and placed a new, longer ifuse implant (7 x 50mm) more superior and anterior. Per si-bone vp of medical affairs, "this is a case of continued pain after the index surgery. The pain is secondary to the implant migration. I do not believe that there were any problems with the implants, the instrumentation or with the procedure.

Manufacturer narrative:
Based on the info provided, review of surgeon training didactic, certificates of analysis, IFU and fema, there is no evidence that the device was out of specification. The most probable root cause is continued pain after the index surgery.